Event description:
It was reported that the device with reload cartridge was used during a laparoscopic gastric bypass. The staples did not form correctly and caused the staple line to bleed. Another device was used to complete the case. It is unknown if there was consequence to the patient.